Event description:
According to the available information, the device was explanted and replaced due to an unknown malfunction.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. A separation was noted on the bladder of cylinder 1. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. A separation was noted on the bladder of cylinder 2. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. A group of striations, indicating contact with unshod instrumentation, was noted on the inlet tube of the pump. This is a site of leakage. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress was exerted on the bladder of cylinder 1 to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information, the device was explanted and replaced due to an unknown malfunction.